Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3999, lot# j0511493v, product type: lead. Product ID: 748951, serial# (B)(4), product type: extension. Product ID: 748951, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative.

Event description:
It was reported that the patient could ¿zap¿ people and she gets ¿zapped.¿ the patient reported ¿it doesn¿t have to be a metal product and I¿ll get zapped. I will zap other people. Whether I am hugging them or kissing them or whatever. I can be outside and do it. I can be inside and do it. I can be anywhere and do it. I don¿t know if I¿m just carrying an extra-large charge within my body or what.¿ this had been happening intermittently since her very first implant in 2005. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.